Manufacturer narrative:
Component code 3036 cannula is no longer applicable. The 14f esheath was returned and visually inspected; the liner was fully expanded, and distal tip opened as designed. The liner was delaminated approximately 9cm in length from distal tip. The c marker was detached and not returned and the distal tip was split. No functional testing or dimensional inspection was able to be performed due to the nature of the complaint. Imagery from the field was provided and tortuosity was present in patients access vessels, calcification was present in patients access vessels, postprocedural imagery showed the delivery system inserted through the sheath and the sheath liner was fully delaminated circumferentially at the distal end a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was done and did not reveal other complaints related to the complaints failure sheath liner delamination, failure sheath distal tip split and general risk system components separate during use a complaint history review was done, and the following are potentially applicable root causes of the events; procedural factors: excessive manipulation, procedural factors: excessive manipulation, withdrawal of burst/torn balloon the following instructions for use (IFU) and manuals were reviewed; esheath IFU, commander delivery system with s3u IFU, device preparation manual and procedural training manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. There was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. No further action is required. The complaints for failure sheath liner delamination, failure sheath distal tip split and general risk system components separate during use were confirmed through evaluation of the returned device/imagery. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR, complaint history, and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported during deployment of aortic valve, the delivery system balloon burst and the balloon had to be pulled back without being completely inflated. The balloon was still partially opened and by pulling back the whole system, it became stuck at the level of the bifurcation. Additional force was used and the esheath became damaged and also the vessels on the left side (the common femoral artery was destroyed by pulling out the sheath). Per returned product evaluation, the liner was delaminated, the radiopaque c marker band was missing and the distal tip was found to be split. Per follow up information, according to the vascular surgeon, the c marker was not found during surgery and remained in the patient`s body with no symptoms. A burst balloon can be more susceptible to catch onto the distal tip of the sheath. The balloon likely caught onto the sheath tip during delivery system withdrawal resulting in the liner delamination and distal tip split. As the radiopaque c marker band would be exposed with the liner circumferentially delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. As such, available information suggests that procedural factors (withdrawal of burst/torn balloon, excessive manipulation) may have contributed to the complaint events. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing see manufacturing report number 2015691202311781 for related event.

Event description:
As reported, additional force was used and the esheath became damaged. A surgical cut-down had to be performed to resolve the situation. Per image provided, a liner delamination was observed on the esheath. Pre-decontamination observations indicate that the esheath distal tip was found split and the c-marker was detached and not returned. Per the vascular surgeon, the c-marker was not found during surgery and remained in the patient`s body with no symptoms. On the patient status follow up, patient was doing fine.